Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the motor device was heating up. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device would not secure the burrs. The burr lock mechanism assembly was disassembled and it was observed that two springs (44-2442) for the lock tabs (44-2790) had failed. It was determined that they were not pushing on the lock tabs to secure cutters. It was further determined that one of the springs was out of place and deformed while the other spring was also out of place and completely gone. It was determined that the cause for the springs to come out of place was possibly due to the handpiece being ran without a cutter, which was classified as component damage caused by user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.